Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided culture results, results of third-party testing, the device evaluation, and the final investigation. Additional information added to the following fields: b5, d8, d9 (date returned), e2, e3 h2, h3, h6. Corrected fields: b3. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: jan. 09, 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. The device was evaluated and no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received. The gastrointestinal videoscope tested positive for 25 cfu (colony forming units) of coagulase-negative staphylococcus, corynebacterium sp., enterobacter cloacae complex (identification: vitek ms-biomérieux mass spectrometry), and micrococcus sp.

Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1/establishment name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.